Manufacturer narrative:
(D10) concomitant device(s): 300-62-03 stemless humeral comp integrip, cage, size 3: a880656; 310-61-53 - stemless humeral head 53mm x 20mm x beta: a229752; 319-01-32 - steinmann pin sterile 3.2mm x 178mm: a944678.

Event description:
Approximately 3 month(s) and 10 day(s) post-operative of a left tsa, it was reported via clinical study that the patient experienced breakage of a component. Patient woke up with a posterior dislocation which spontaneously relocated. Decision taken to perform a revision. Plastic glenoid plate found to have sheared off underlying metal pins and be free floating in joint. In an earlier reported event, the patient experienced instability/subluxation intra-operatively and once shoulder located correctly, placed in shoulder immobilizer sling with wedge for 3 weeks in neutral rotation. The patient underwent a standard total with stemless revision with the reported removal of the glenoid, stemless humeral head, and stemless humeral cage. The outcome of this event is considered resolved and the clinical report indicates that this event is definitely related to the device(s) and possibly related to the procedure.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: d8 h6. The following sections were corrected: b2 h6. The revision reported was likely the result of prosthesis fracture due to the eccentric loading secondary to joint instability and dislocation. However, this cannot be confirmed and contributions from user or patient-related issues, soft tissue tensioning, and/or component positioning or sizing issues to the reported event could not be assessed because the components were not returned for evaluation, and sufficient clinical information, images, or radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.